Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were sticking. No other information is available at this time. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2012: on (B)(4) 2012, the reporter contacted animas with additional information and stated that all of the keypad buttons were intermittently unresponsive. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with alcohol and antibiotic wipes.

Manufacturer narrative:
Follow-up #2: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigators were unable to duplicate or confirm the original complaint; during testing, the keypad was noted to be intact, undamaged and responsive to user presses. All keypad buttons were functioning appropriately. Upon removal of the keypad cover, no contamination was observed under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.